Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with flippers sticking on the left plunger case and bottom case cracked. Event history log review was performed and found evidence of reported problem. Visual inspection was performed. The customer reported problem was confirmed. According to the investigation, flippers were sticking up but there was no external damage to the left plunger case noticed. The investigation replaced the pump damaged left and right plunger cases and replaced bottom case. Performed function and delivery testing and all passed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited plunger sensor error. No reported adverse effects.

Manufacturer narrative:
Returned device was received in decent physical condition. The flippers were sticking on the left plunger case and the bottom case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the flippers were found sticking up. No cause could be determined but the left plunger case was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received that there was no patient present at the time of the event.